Event description:
It was reported that the patient underwent a procedure via plf at l3/4 and plif at l4/5. It was reported that left cage was backed out halfway and right cage was backed out slightly. Spondylolisthesis recurred at l4. The patient complains of neurologic manifestation on right side of body. A revision surgery may be required.

Manufacturer narrative:
(B)(4). Multiple studies document shows gradual back out and retropulsion of left sided interbody fusion spacer at l4. Some loss of fixation and recurrence of deformity noted at l4/5. Retropulsed spacer appears to create central and foramenal stenosis on the left. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.